Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the current complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / wedge / segmental resection procedure. For the resection of the lung, used a manual stapling handle and a reload. For the second firing, the surgeon articulated the jaws and fired the device with no problem. Then pulled the black return knob back to the scale of "30" with no problem. However, after that, it became very stiff and pulled it back by force. The staple line was complete but replaced by another device for subsequent firings. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.